Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed error message code "open air disch" on the monitor screen while performing 100j self test with paddles shorted. Error code "open air disch" indicates that the capacitor voltage is still high when relay returns (open air discharge). The complainant indicated that there was no pt involvement in the reported failure.